Manufacturer narrative:
The gluc3 reagent lot number was 647258. The expiration date was not provided. The field service engineer (fse) found a rinse nozzle was partially clogged. The rinse nozzle was flushed and the fse replaced the rinse tubing, a valve, the gear pump head, and the pressure gauge. Mechanical checks, calibration, and qc were all acceptable. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The customer stated that corrected reports were issued for 12 patient samples. The customer provided an example of approximate results for 1 patient sample. The initial result was approximately 48 mg/dl. The repeat result was approximately 194 mg/dl. The higher result was believed to be correct.